Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed marks, blisters, and open sores from garment. Patient reported the blister is on his left arm. Patient reports his arms feel sore and garment feels too tight. Patient was sent larger garments. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician applied a gauze to the irritation and irritation is improving.